Event description:
On (B)(6) 2023 the user attended a fitting session and during the in situ measurements, affected channels have been seen. Furthermore, the hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Explantation was carried out, but the concerned device has not been received for investigational purposes.

Event description:
On february 22nd, 2023 the user attended a fitting session and during the in situ measurements, affected channels have been seen. Furthermore, the hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found.

Event description:
On (B)(6) 2023, the user attended a fitting session and during the in-situ measurements affected channels have been seen. Furthermore, the hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.